Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they went in for programming, and they were told they may need to charge more frequently due to their settings. Prior to programming therapy hadn't been working for the patient since implant. The patient wasn't happy with their charging frequency. They had been charging since 6:30 a.m. And the ins was at half, even with full coupling boxes. It was reported the patient had charged completely the day prior, but the implantable neurostimulator (ins) died later the same day. It was noted the recharging equipment was working as it should. The patient later stated that nothing was done to resolve charging too frequently. Following this the manufacturer's representative (rep) stated the patient was experiencing discomfort with charging because the implantable neurostimulator (ins) was too hot. It was noted the patient had hd programming done on (B)(6), and following that she had increased recharging needs, followed by heating at the ins pocket that traveled up to the spine area. As a result the patient turned stimulation off. There were no recharge statistics to support any antenna aborts or recharger statistics to support temperatures higher than 36.7. These issues had not occurred prior to hd programming which resulted in increased recharging. It was noted recharge statistics showed six to seven coupling bars when recharging. The patient had been to the emergency room on (B)(6), and the physician did mention per the patient that the ins and lead sites were warm to the touch. The rep. Met with the patient on (B)(6) and reprogrammed the patient back to conventional settings with a decrease in pulse width and lower rate to determine if this would decrease the recharging frequency. At the time of the meeting the internal ins site was still warm even though it had been off for three weeks, and the physician was going to be evaluating this.

Event description:
Additional information received from the consumer reported they weren't celebrating one year with their device; "if they were it would be one year of misery, pain, and lack of service," as the device had been off for half a year. It was also noted the consumer experienced extra pain for two to three days after they "charged something." The consumer wasn't using their device because they couldn't be told "what would happen" if the device was left off and uncharged.